Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparo appendectomy. According to the reporter: the device was inserted into the cavity. The balloon was broken when the camera was inserted through the trocar. New device was used. No patient harm. Operating time not extended. Tissue damage: no. Pieces fell into the cavity and could be retrieved. No bleeding. Patient age, gender and weight: unknown.